Manufacturer narrative:
Details of the complaint: on (B)(6) 2020 the customer at bronx lebanon hospital center reported the following issue with zm-541pa sn (B)(4) from patient monitoring: multiple transmitters were experiencing signal loss. A recently upgraded antenna system was reported. The central nurse's station (cns) was not returned, but the zm-541pa sn (B)(4) telemetry transmitter was returned. Service requested / performed: repair requestted. On 03/29/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. Physical damage to display screen (scratched) and rear case (discolored) was noticed. On rc evaluation, the reported problem could not be duplicated. The following malfunctioning parts were recommended to be replaced: # 6143901999a screen cover assembly # 6114913915 lcd cushion # 6143903108 bottom case customer declined recommended parts by repair center. The unrepaired unit was shipped to the customer on 05/17/2021. No issues have been reported since. Investigation conclusion: the possible causes of "signal loss" error as per the operator's manual, are: ·reversed or weak transmitter battery ·mismatch in channel number between the monitor and transmitter. ·disconnected/ improperly positioned receiving antenna. ·faulty antenna system. ·transmitter powered off. ·mismatch between transmitter type and receiver. The overall risk of this event, taking into consideration of severity and probability, is "medium." Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) for some of the devices, as attempts to obtain information were made but information was not provided. Multiple patient receiver model: ni sn: ni telemetry transmitter - 7 telemetry transmitters model: zm-541pa sn: ni telemetry transmitter model: zm-541pa sn: (B)(6) device manufacturer date: 10/28/2013 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 03/01/2021 corrected information from smdr 001: b2 death was incorrectly checked. Removed the check mark (x) from this section.

Event description:
The biomedical engineer (bme) reported reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: -17th floor - antenna expansion done, but signal loss issues occurred afterward. - 8th floor and 9th floor affected with intermittent signal loss. - transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. - they were told that there may be a potential clash with mindray and nk transmitters.

Manufacturer narrative:
The biomedical engineer (bme) reported reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: 17th floor - antenna expansion done, but signal loss issues occurred afterward. 8th floor and 9th floor affected with intermittent signal loss. Transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. They were told that there may be a potential clash with mindray and nk transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available the following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d1 brand name. D4 model number. Catalog number. Serial number. UDI number. G4 PMA / 510k number. H4 device manufacture date. Attempt #1 01/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni) for some of the devices, as attempts to obtain information were made but information was not provided. Multiple patient receiver. Model: ni. Sn: ni. Telemetry transmitter - 8 telemetry transmitters. Model: zm-541pa. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H10 additional manufacturer narrative . Corrected information: b2 death was incorrectly checked. Removed the check mark (x) from this section.

Event description:
The biomedical engineer (bme) reported reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: -17th floor - antenna expansion done, but signal loss issues occurred afterward. - 8th floor and 9th floor affected with intermittent signal loss. - transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. - they were told that there may be a potential clash with mindray and nk transmitters.

Manufacturer narrative:
The biomedical engineer (bme) reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: 17th floor: antenna expansion done, but signal loss issues occurred afterward. 8th floor and 9th floor affected with intermittent signal loss. Transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. They were told that there may be a potential clash with mindray and nk transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that there are 8 zm-541pa transmitters that are experiencing signal loss. They believe that the transmitters are ok but that the recently upgraded antenna system might be the cause of the signal loss. No patient harm reported. Notes on the issue: 17th floor antenna expansion done, but signal loss issues occurred afterward. 8th floor and 9th floor affected with intermittent signal loss. Transmitters tested on a simulator work fine. When connected to a cns, they have signal loss. They were told that there may be a potential clash with mindray and nk transmitters.